Event description:
New information notes that the lead was capped and replaced due to an insulation anomaly.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported via merlin.net alert that the pacing lead impedance was low. The patient will be evaluated in-clinic and monitored.